Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right ventricular (rv) lead recently has exhibited elevated, out-of-range shock impedance (greater than 125 ohms). Boston scientific technical services (ts) was contacted and confirmed the impedance was stable and less than 150 ohms. As the implanted device shock polarity was already programmed and all shock were programmed to the maximum energy of 41 joules, ts recommended continuing with close remote monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.